Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented for follow up. It was noted the patient notifier was delivered on (B)(6) 2013 for nsln. The patient ignored this alert. Device programming recommendations were not followed for previous oversensing issues. Device reprogramming was recommended. Patient will be enrolled in merlin.net and closely monitored.